Event description:
Customer reported that the display briefly went blank while delivering a bolus. She inserted a new battery and the insulin pump is functioning properly and it finished delivering the remaining bolus. Customer stated that the device was not dropped or exposed to moisture. The drive support cap appears to be normal and no other physical damage noted. Insulin pump passed the self test. Blood glucose value was over 300 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.